Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) stopped working and the battery was discharging during the transport of the patient. No adverse event was reported.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) stopped working and the battery was discharging during the transport of the patient. No adverse event was reported.

Manufacturer narrative:
The customer does not have a service contract with getinge and has not requested getinge service in connection with this reported event. However, a getinge representative has advised that a preventative maintenance (pm) was performed on the unit in (B)(6) 2019 with no adverse results.